Event description:
A lawsuit alleged that the patient had a sprint fidelis lead implanted, and that unknown to the patient, the lead was "defective and unreasonably dangerous and or was negligently designed or manufactured and malfunctioned due to manufacturing and or design defects, and as a result of the same, [patient] continues to suffer injuries." It is further alleged that as a result of the lead, the patient died and/or "sustained and will continue to sustain severe physical injuries and/or increased (risk) of death, severe emotional distress, mental anguish." Review of manufacturer's and public database unable to verify patient death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.the device is part of the advisory for this model. We have no information to suggest the patient died or that the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched, but has not been confirmed or received.

Manufacturer narrative:
Additional information received indicated there was noise on the electrograms. (B)(4).

Manufacturer narrative:
Additional information received indicated the patient is not deceased. It was reported the there was an apparent lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Additional information received indicates this patient is not deceased as previously determined and reported to the regulatory body on (B)(6) 2009. Consequently a correction supplemental report is being submitted to advise this complaint was inadvertently submitted as a death type of report. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) - the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo, and the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.